Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood a charred tissue were observed on the jaws and heater wire. The heater wire was flexed away at the middle of the jaw with detachment at the tip of the jaw. The heater wire remained attached at the base of the hot jaw. The silicon insulation was peeled away from the tip of the cold jaw, resulting in the metal of the cold jaw exposed. A temperature and resistance evaluation was conducted to evaluate the device function in regards to the reported failure "failure to cut". The resistance value was measured at 0.672 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An activation and transection capability test was performed over six (6) repetitions using "max life test method. The device passed the activation and transection capability despite the damage to the wire. Based on the results of the evaluation, and the returned condition of the device, the reported failure "bent wire" and analyzed failure "peeled jaw" are confirmed and we are unable to confirm the reported failure "failure to cut". Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery ceased to perform. There was a large amount of fatty tissue from this patient and there is a chance that the electrode may have gotten snagged on some tissue which caused the cautery to separate from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery ceased to perform. There was a large amount of fatty tissue from this patient and there is a chance that the electrode may have gotten snagged on some tissue which caused the cautery to separate from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.